Event description:
The patient stated she has had two hyperglycemic events with blood glucose readings in the 400 mg/dl range. Her normal range is 70-140 mg/dl. She stated her symptoms of high blood glucose were "just not feeling well." To address her high blood glucose, the patient changed her piston rod and all of her accessories and bolused. She stated this "took care of it." After troubleshooting, it was discovered the patient is on prednisone for vasculitis. She stated her physician had changed her basal rates and had given her a different bolus regiment. The patient stated she has a lot of scar tissue on her abdomen. The patient was convinced that her blood glucose improved after she changed her piston rod. Upon follow up, she stated her blood glucose was fine. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.